Event description:
Customer reported she was filling the reservoir and it had lots of air bubbles. Customer tapped the bubbles out, pushed the bubbles in and then attempted to draw more insulin into reservoir. Customer was unable draw insulin into the reservoir or push air into the vial. Customer's blood glucose was 172 mg/dl. Air bubbles are a quarter inch and there were a lot of little ones. Fixed prime was performed until the air bubbles were no longer visible. Insulin was stored at room temperature. High pressure test was performed. No leaks noted. Customer was advised to revert to back up since customer did not have any more infusion sets. No further information reported.

Manufacturer narrative:
One opened/used reservoir was evaluated and visually inspected and it was noted the transfer guard needle was bent at 90 degree angle. Pre filled test, which checks for air bubbles, was not performed do to transfer guard anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.